Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported false upstream occlusion alarms were not reproduced during evaluation. False upstream occlusion alarms were verified through a review of the event history log. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false upstream occlusion alarm. There was no patient involvement. No additional information is available.